Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found premature depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
No complaint was receive with the return of the device. Failure event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found premature depletion. A battery performance alert was detected on 09 sep 2020 premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. Correction: h9; added bpa fsca number and add bpa alert date to analysis conclusion.